Event description:
It was reported that an li61se intraocular lens was removed intraoperatively due to bent haptic. The incision was enlarged to remove the lens, and a backup lens of the same model was implanted with no problem. The ez-28b was used as the delivery device. No sutures were used to close the wound. According to the surgeon, the most likely cause of the event was a loading error. The pt's current prognosis is described as good and no treatment needed. Please reference MDR#: 1119279-2012-00110 for the delivery device.

Manufacturer narrative:
The lens was requested, but has not been returned to bausch and lomb for evaluation. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.